Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 05mar2019. Philips technical support advised 1104 = backup alarm fail. 1115 & 111b are voltage failure alarms. Tech support advised customer the power management printed circuit board (pm pcb) has failed. Recommend replacing pm pcb. Provided p/n 1119527. Customer reports vent has been repaired, replaced power management board.

Event description:
Customer reports error codes 1104, 1115 & 111b. (1104 = backup alarm fail. 1115 & 111b are voltage failure alarms) no patient/user harm reported. Event date not specified; estimate used.